Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead failed to convert arrhythmia at initial implant. Technical services (ts) reviewed the data and noted shock lead impedance (sli) had been stable since 2017. This rv lead remains in service and no adverse patient effects were reported.